Event description:
Procedure type: lower anterior resection. According to the reporter: the surgeon opened a new device and the anvil was set to cut the end of the anus side of the colon. The surgeon tried to fire, but the anvil dropped off. A different device was used ot complete the surgery. No bleeding occurred. There was add'l tissue loss to remove the defective device. Nothing fell into the pt cavity. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).